Event description:
It was reported that the patient presented for a routine generator change and downgrade. It was noted during the procedure that the existing implantable cardioverter defibrillator (ICD) can was malformed. The patient had not been interested in having a procedure so it had taken many years for a replacement to be implanted and the device had been implanted for a long time. No other issues were reported. The ICD was replaced and downgraded successfully. The patient was stable.

Manufacturer narrative:
The reported field event of device deformation was confirmed in the lab. The device can was found to be swollen upon receipt, and it was due to the swelling of a depleted battery. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.